Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Reportedly, customer was able to clear the alarm and resume insulin delivery successfully. Customer's blood glucose level was 219mg/dl.